Event description:
Complainant alleged that the device displayed an "pacer fault 116" and "defib fault 72" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.